Event description:
The manufacturer received information alleging a ventilator service required error occurred. There was no harm or injury reported. The device was sent to the manufacturers service center for evaluation. During the evaluation of the device, a battery charge error code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue.